Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also mentioned the implantable pulse generator (ipg) would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to facility policy.